Manufacturer narrative:
Updated d4 - lot # to pd1k09022441. Updated d4 - expiration date to 9/2/2026. Updated d4 - primary UDI number to (B)(4). Updated h4 - device mfg date to 9/2/2024.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site (leg) while wearing the device for 2 days and insulin had been leaking from the pod. The patient had a routine check up with their doctor and when the pod was removed the infection was diagnosed. The patient was prescribed penicillin antibiotic pills to take 4 times a day for a week. The patient also reported their blood glucose (bg) level rose to 17 mmol/l (306 mg/dl) during the event. No specific treatment for the bg's were reported. The pod has been discarded.